Event description:
Complainant alleged that during biomed testing the device did not power up with battery. Also with ac power, the device's display was blank. Complainant indicated that there was no patient invlovement in the reported malfunction.